Event description:
It was reported that the device had a delaminated (downstream occlusion (dso) seal and required a software upgrade. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates a problem with the dso (downstream occlusion) seal. The complaint was confirmed during visual inspection test due to the dso seal being degraded. Additionally, the lens was cracked. The dso seal and the lens were replaced with new ones. The device software was updated. The performance verification test was performed. All tests passed within specifications. Probable cause: degraded dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.